Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight: estimated. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the resistance removing the gripper line. It was reported that the patient presented with degenerative mitral regurgitation grade 4. One clip was implanted without issue. A second clip delivery system (cds 60729u163) was advanced to the mitral valve without issue. During gripper line removal, the polyimide tubing covering the gripper lines was carefully and quickly removed, but only one gripper line was noted. The one gripper line was attempted to be removed, however resistance was immediately encountered. The cds was placed to neutral and turned 1/2 past neutral. Still resistance noted with the gripper line. The cds was removed from the anatomy and both ends of the gripper lines were noted exiting the steerable guide catheter (sgc). Tension was again noted removing the gripper line. The sgc was curved and aligned with the implanted clip. The gripper line was then able to be removed without. Nothing was left in the patients anatomy and the second clip remained stable and well seated. Post procedure, the mr was grade 1+. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned. The reported inability to remove the gripper line was confirmed and herniation was identified in the lumen coil. The reported irregular appearance in the gripper line could not be confirmed or replicated in a testing environment, as the original gripper line was already removed and it was related to procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history no similar incidents reported from this lot. All available information was investigated, and the irregular appearance in the gripper line was determined to be related to the user technique performed to remove the polyimide tubing. Furthermore, a definitive cause for the reported inability to remove the gripper line in this incident could not be determined. It is possible that procedural interactions (natural curvature of patient anatomy) resulted in constrictive forces placed on the delivery catheter (dc) shaft, leading to the observed herniation of the coil. Subsequently, the inability to remove the gripper line was likely due to a contribution of forces from usage of the device in conjunction with the herniation in the lumen coil. The aggregations of forces due to curves on the system and herniated coils could have contributed to the reported difficulty; however, this cannot be confirmed. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design or labeling.